Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion being treated was very tortuous in the circumflex artery (cx). The anatomy was very challenging with a 90 degree turn. A 2.5 mm maverick balloon was used to predilate the lesion. After predilation the physician attempted to cross the lesion with a taxus express2 8.8% 3.50 x 24 mm stent. However, the physician was unable to dilate the lesion again. After dilation the physician attempted to cross the lesion again with the same taxus express2 8.8% 3.50 x 24 mm stent. Again the physician was unable to cross the lesion. The same taxus express 8.8% 3.50 x 24 mm stent was introduced and removed three to four times without success of crossing the lesion. However, on the final attempt the physician felt resistance at the tip. The physician then decided to remove the guide catheter, taxus stent and guidewire from the lesion site. As the entire unit passed through the sheath the taxus stent stripped of the balloon. The physician attempted to use a snare technique to remove the taxus stent, however, the snare tip dislodged the taxus stent causing an embolization down to the leg. The physician then decided to successfully complete the procedure using another taxus express2 8.8% 3.50 x 24 mm stent. Two days later the embolized taxus stent was surgically removed from the leg. Pt status is reported to be "satisfactory/good."